Event description:
It was reported that a user received an insulin set expired alert after performing a supply change, and review of the infusion set history showed the prior set remained in place for approximately three days due to the fill cannula step not being completed; the user was guided through properly filling the cannula and educated on correct supply change steps. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the alert after completing the fill cannula and successful continuation of therapy without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed use error related to incomplete setup during infusion set change, with the device functioning as designed once the correct procedure was followed. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.